Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. It was returned with the slider between position 1 and 2. Also, the stent partially exposed. The reported event of stent first flange failure to expand could be confirmed. The device was received for analysis, and the investigation was able to confirm the reported event of stent first flange failure to expand. The device returned with the slider positioned between 1 and 2, with the stent partially exposed. X-ray imaging showed buckling of the braided polyimide at the proximal ro marker and a braid fold at the distal end of the stent. Retraction measurements indicated 13 mm for the sheath and 13.3 mm for the slider. During functional testing, high force was required to move the slider, the sheath retracted slowly, and the stent did not expand upon full deployment. A fold was observed in the mid section, and the unexpanded stent measured 66 mm in length. Braided polyimide accordioned at proximal ro marker (stent removed). After putting the stent in warm water, the stent showed no changes, it continues with the expansion issues. Additionally, the inner sheath was found kinked and twisted. The issue of stent partially deployed is noted in product labeling as a possible adverse event. Regarding the additional investigation finding it was most likely procedural factors such as lesion characteristics, handling of the device or the technique used by the physician that could have resulted in the damages encountered in the device. It was also reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum to treat a gastric outlet obstruction (goo); the code of device misuse was confirmed. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause linked to device but unable to trace more specifically. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Additionally, stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated and block g2 (report source (other) was corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.